Manufacturer narrative:
The lot number provided by the customer was not correct.

Event description:
The customer stated that she tested her blood glucose using her contour and lifescan meters. The contour read 221 mg/dl, while the lifescan read 101 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.